Event description:
When preparing to perform a cataract procedure (before the device reached the patient), it was discovered that the omni device port was pushed into the device, and it was unable to be flushed. A defective device form was completed, and the product was removed from the field.